Event description:
A chief tech has reported that a blood leak occurred during treatment. The transducer protector and transducer line disconnected during treatment. The chief tech mentioned that it has been a recurring issue. Estimated blood loss was less than 100 cc's. Pts did not require medical intervention. The actual sample was discarded; a companion sample is available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within a one month date of the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. This medwatch report is associated with MDR #s 8030665-2013-00213, 8030665-2013-00214, 8030665-2013-00215, 8030665-2013-00216, 8030665-2013-00217.